Manufacturer narrative:
H2) correction made to annex a code. Annex a has been corrected from a05 to a0709. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6) the product: 961-581, lot number: 150728, returned to the manufacturer and analysis confirmed the reported event. The returned instrument was severely bent and the tracker was not usable as it was. Codes b01, c07, c13, and d02 are applicable to this returned product analysis. A1-5: select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that when the user tried to remove it from the instrument, the screw portion broke and was difficult to remove. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
H2) additional information in section b5. H2) due to additional information provided, annex a has been updated from a040103 to a05. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information clarified the initial allegation. It was reported that the tip of the tap was "lacked" and there was recognition failure with the tracker.